Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During advancement, the catheter became twisted immediately after crossing the guiding sheath. The device was removed and another opticross catheter was then advanced. While the second catheter was crossing the lesion, it also became twisted. Due to both catheter issue occurring, the procedure was cancelled. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During advancement, the catheter became twisted immediately after crossing the guiding sheath. The device was removed and another opticross catheter was then advanced. While the second catheter was crossing the lesion, it also became twisted. Due to both catheter issue occurring, the procedure was canceled. There were no patient complications. It was further reported that local anesthesia was administered, and the intravascular ultrasound problem occurred after two target lesions were treated. The procedure was then canceled without treating a planned third lesion, however the patient had good prognosis and there were no plans to treat further.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspection both revealed the tip was observed stuck on the floppy end of the guide wire. The sheath was kinked. The imaging window was entanglement and twist. The media attached to the parent record shows the device entanglement and twist.